Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed error code 1816. The device was powered on and a functional test was performed. The reported issue was duplicated due to a damaged motor and keypad. The motor and keypad were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited error code 1816. No button functionality was noted. It is unknown if there was patient involvement, no adverse patient effects were reported.